Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pelvic prolapse, cystocele, rectocele, pain and sui. It was reported that patient underwent a removal of superficial mesh arm in the left side on (B)(6) 2007. It was reported that patient underwent excision of exposed mesh on (B)(6) 2007 due to pain on left side of vaginal wall, pain sitting, vaginal scarring and dyspareunia.

Manufacturer narrative:
Additional information